Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high pacing impedances out of range on the right atrial (ra) lead. It was also recorded a signal artifact monitoring (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal. Technical services (ts) provided assistance and suspected a possible lead fracture. Ts recommended to bring this patient into the clinic for testing. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high pacing impedances out of range on the right atrial (ra) lead. It was also recorded a signal artifact monitoring (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal. Technical services (ts) provided assistance and suspected a possible lead fracture. Ts recommended to bring this patient into the clinic for testing. This lead remains in service. No adverse patient effects were reported. Additional information was received stating this ra lead was explanted and replaced. No additional adverse patient effects were reported.